Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device broke. It was stated that an x-ray was performed to locate the pieces.